Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012 the subject presented with chest pain and was found to have elevated cardiac enzymes which was diagnosed as myocardial infarction (mi). Also, there were two other separate target lesions that were identified as svg to 2nd obtuse marginal (cass site # 21) and svg to 1st diagonal (cass site 15#). In (B)(6) 2013 the patient presented with chest pain and was found to have elevated cardiac enzymes. Restenosis noted at the svg to r-pda stented segment was then treated.

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-06082; 2134265-2013-06080. It was reported that following a percutaneous coronary intervention, in stent restenosis and myocardial infarction occurred. It was reported that following a percutaneous coronary intervention, in stent restenosis and myocardial infarction occurred. In december 2012 the patient presented with unstable angina and was found to have elevated cardiac enzymes and cardiac catheterization was recommended. One day post admission the index procedure was performed. Target lesion #1 was a de novo lesion located in the saphenous vein graft to right posterior descending artery with 80% stenosis and was 45 mm long with a reference vessel diameter of 5.5 mm. The physician treated the lesions with thrombectomy followed by pre-dilatation and direct placement of a 4.00mm x 32 mm, 4.00 x 12 mm and 4.00mm x 08 mm promus element plus stents in an overlapping manner. Following post dilatation, residual stenosis was 10%. One day post index procedure the patient was discharged on aspirin and ticagrelor. In (B)(6) 2013, the patient diagnosed with non-st elevation myocardial infarction and cardiac catheterization was recommended. Restenosis was noted at the stented segment and was treated with balloon angioplasty and placement of two 4mm x 22 mm non- bsc drug eluting stent with 0% residual stenosis.